Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) dislodged after the introducer was removed but before leaving the operating room. The lp exhibited loss of capture due to the dislodgement. The lp was retrieved but had issues unpairing from the right ventricular (rv) lp. An attempt was made to reimplant the same ra lp but it couldn't be loaded to the catheter using the loading tool or the loading tool for the rv lp. The ra lp was successfully loaded onto a new catheter but the tether of the replacement broke leading to docking issues prior to release. Another replacement catheter was used to complete the procedure. Patient had no consequences.